Event description:
After a few months of use, the key switch began to fail. Rptr had to "jiggle" it to make it start. Brakes fail within first 6 mos of use. Rear drive train has a grinding/grating noise and rptr can smell an odor like burning rubber. The front key switch is not under warranty. The brakes and drive train are only under warranty for one year. This is a limited warranty. Rptr feels that these scooters are defective and evidenced by the limited warranty, the MFR is aware of it. These devices continually break down and rptr is presently looking at a repair bill over 1,000 dollars.